Manufacturer narrative:
Product event summary: the controller (B)(6), two batteries (B)(6) and one controller dc adapter (B)(6) were not returned for evaluation. Log file analysis revealed that the controller contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections between the controller and batteries. However, (B)(6) and (B)(6) were not involved in power switching events. Analysis of alarm files revealed one critical battery alarm due to communication errors involving (B)(6). No vad stop alarms were recorded. A power source lubrication procedure was performed in accordance with the requirements under fsca cvg-18-q4-19 on (B)(6) 2018 to mitigate the reported conditions and the batteries remained in use. As a result, the reported power switching and critical battery alarms were confirmed; however, the reported vad stop alarm could not be confirmed. The most likely root cause of the reported critical battery alarm can be attributed to a communication error between the controller and battery. The most likely root cause of the reported power switching can be attributed to momentary disconnections. An internal investigation has been opened to evaluate momentary disconnections and implement corrective actions as required. Correction for previous report: continuation for d11: (B)(6); implanted on (B)(6) 2013 (B)(6); implanted on (B)(6) 2004 additional products: battery, (B)(6). D4 expiration date: 2019-01-31 UDI#: (B)(6). D10: no h3: yes h4: mfg date: 2018-01-24 h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 4307 controller dc adapter, (B)(6). UDI#: (B)(6). D10: no h3: yes h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 battery, (B)(6). D4 expiration date: 2017-03-31 UDI#: (B)(6). D10: no h3: yes h4: mfg date: 2016-03-31 h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650de / expiration date: 2019-01-31 UDI #:(B)(4) mfg date: 2018-01-24 (B)(4). Heartware ventricular assist system ¿ cdc adapter / (B)(4)/ model #: 1440 UDI #: (B)(4). Heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650 / expiration date: 2017-03-31 UDI #: (B)(4) mfg date: 2016-03-31 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing a critical battery alarm on one battery with a charge greater than twenty-five percent. After questioning the patient, the site further reported that the patient was undergoing power switching on their devices. The patient also heard a vad stop alarm from their device. A manufacturer representative serviced the devices and they are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: a1, b5, h10. Product event summary: the controller two batteries and one controller dc adapter were not returned for evaluation. Log file analysis revealed that the controller contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections between the controller and batteries. However, (B)(6) were not involved in power switching events. Analysis of alarm files revealed one critical battery alarm due to communication errors involving (B)(6). Additionally, data log files revealed a relative state of charge (rsoc) between 101-201 involving battery (B)(6), which is indicative of a communication error. No vad stop alarms were recorded. As a result, the reported power switching and critical battery alarms were confirmed; however, the reported vad stop alarm could not be confirmed. A power source lubrication procedure was performed in accordance with the requirements on (B)(6) 2018 to mitigate the reported conditions and the batteries remained in use. The most likely root cause of the reported power switching can be attributed to momentary disconnections between the controller and batteries. The most likely root cause of the reported critical battery alarm can be attributed to a communication error between the controller and battery. Possible root causes of the reported communication error can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. An internal investigation was completed to investigate momentary disconnections. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Log file review indicated that one battery exhibited communication errors.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.